Event description:
The pt reported obtaining an error 2 message on his meter for 2 days. He was unable to test at the time of the error message. On the day of the event, the pt had "severe" low blood glucose symptoms of confusion and unable to see properly. The paramedics were called and they obtained a result of 1 mmol/l on their meter. The pt drank a cup of tea with sugar and the paramedics waited and retested the pt's blood glucose. It was 3.7 mmol/l. The pt was not taken to the hosp. His previous insulin regimen was 80 units of glargine insulin and 20 units of humalog. While the pt was unable to test, he increased his humalog insulin by an extra 5 units. The pt stated that his technique was correct and the test strips were in good condition. The pt reseated the battery and the issue was resolved. A replacement meter has been sent. This complaint is being reported as an adverse event because the pt was unable to obtain an actionable glucose result at the time that he had symptoms, which caused him to treat himself inappropriately with more insulin.